Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to backload the device over a guide wire was not confirmed as analysis of the device did not detect any observable damage on the sheath to suggest difficulty inserting the device into the patient anatomy. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure of a mildly calcified common femoral artery was attempted using a perclose at device. Reportedly, the device could not be inserted on the guide wire. A second perclose at device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose at device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information. Mild calcification was reportedly present at the common femoral artery access site. The instructions for use state under special patient populations that the safety and effectiveness of the perclose proglide smc devices have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at the access site.